Event description:
In 2003 md implanted a spacer at the l4-l5 level, without any other hardware. 3 months later the md noted, on x-ray, the implant had broken at the junction of the bottom foot print and the central column. The md intends to remove the device as the pt is in kyphosis at this time.